Event description:
The facility representative reported to baxter an interlink vented solution set that was leaking due to the pump breaking the tubing. There was no report of patient involvement, injury or adverse event in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). A batch review could not be completed as the lot number was not provided by the customer. The sample was not available hence the root cause cannot be determined. No conclusion can be drawn from the investigation. If additional information or samples become available, a follow-up report will be submitted.